Event description:
A report was received that the patient had a non-device related meningitis. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8120-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.